Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive no delivery alarms throughout the night the night prior. The alarms did not occur during manual prime. She stated that last night her blood glucose was 300 mg/dl and she removed the site so that she could put in a new one. The customer performed a prime rewind and it appeared to have worked. She put the insulin pump back on. She corrected her blood glucose with the pump and went to bed. The customer stated that around 11:00 p.m., her insulin pump alarmed no delivery again and she changed out everything. She performed a prime rewind. The customer¿s blood glucose was 350 mg/dl, which she corrected with the pump. In the morning, the customer¿s blood glucose was still 350 mg/dl. She changed everything out again and went through the prime rewind. The customer treated with the pump after eating breakfast. She stated that she felt as if her blood glucose was rising even higher so she tried to correct with the insulin pump. Around 11:00 a.m., her blood glucose was 560 mg/dl and when she removed her infusion set, the cannula was bent. She removed everything and received another no delivery alarm. Customer stated that pump was making a weird noise as if it was trying to push insulin and could not. She feels as if the pump is not working. Customer¿s current blood glucose was 361 mg/dl and she treated with a manual injection. During troubleshooting for high blood glucose, she stated that the drive support cap appeared normal. She declined to check for leaks or air bubbles. She did not have a tubing clamp available to perform the high pressure test and will not be calling back. She also declined to check the settings on the insulin pump. She was advised that the bent cannula may have contributed to her high blood glucose. The insulin pump is returning for analysis.